Manufacturer narrative:
A field service engineer (fse) checked the analyzer and performed a series of troubleshooting steps, including preventative service maintenance. A direct root cause could not be determined. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 and albumin results from the cobas 8000 c702 module. For sample (B)(6) the initial albumin result was 75.3 g/dl, and the repeat results were 47.8 g/dl, 44.6 g/dl, and 43.9 g/dl. For sample (B)(6) the initial urine albumin result was 233.9 g/dl, and the repeat results were 12.8 g/dl, 12.7 g/dl, and 13.4 g/dl. For sample (B)(6) the initial albumin result was 64.1 g/dl, and the repeat results were 45.1 g/dl, 41.2 g/dl, and 40.8 g/dl. For sample (B)(6) the initial creatinine result was 11.1 mol/l, and the repeat results were 76.7 mol/l and 75.8 mol/l. For sample (B)(6) the initial albumin result was 78.0 g/dl, and the repeat results were 48.9 g/dl, 42.7 g/dl, and 45.3 g/dl.